Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was caused by the rear response button dome was contaminated. The root cause of the contaminated dome is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.